Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the motor coil shorted to the case. The pump was received with 17 ml of fluid in the reservoir and the pump was in safe state. Rpa programmed pump for internal decontamination and the pump reset. No dispense testing possible. Battery resistance testing performed and the battery tested within resistance limits and passed the test. Rpa hooked up a known good battery and programmed the pump to run at 24.000 ul/day, the pump reset. Destructive analysis was performed and found dendrite growth on the motor coil post inside of the motor can shorting to case.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal 75mcg/ml at a dose of "0.457 mcg/ml" and morphine 15mg/ml at a dose of 0.091mg/day via an implantable pump programmed to simple continuous for an unknown indication. On (B)(6) 2015, a critical pump alarm was reported. The pump was interrogated using a clinician programmer and the pump was identified to be in safe state and a motor stall had occurred. The pump was explanted and replaced on (B)(6) 2015. The issue was reported as resolved. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.